Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 85 mg/dl and the sensor glucose was 49 mg/dl and other blood glucose level was 221 mg/dl. Insulin delivery was suspended due to sensor values. Customer also stated that there were dashes on the screen, it stated that the calibration required and insulin pump and sensor had calibration issue the sensor will not be returned for analysis.